Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 12/12/2004 to the present date 12/05/2020 and note that this device has been returned for service twice which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there was a production failure q6 (B)(4) for power ¿ no power/dead and q6 (B)(4) for test failure ¿ no fault found which does not correlate to the customer reported issue.

Event description:
It was reported that the device had a broken barrel flange. There was no patient involvement.